Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of final report: 07/15/2016. One ls1037 ligasure device was received, and evaluation of the sample confirmed the reported issue of a broken device. Visual inspection found no defects. Mechanical evaluation confirmed the jaws could no longer be operated by the handle, and the jaw locking mechanism would not function. This was due to an internal spring guide that had been installed upside down. The manufacturing process has measures in place to mitigate reoccurrence, and no trend is associated with this issue.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device broke after application to tissue. The device was not difficult to open or remove and the issue occurred with first attempted seal. No patient injury or medical intervention required. Examination of the received device found it had broken in a way that allowed the jaws to be opened with the knife advanced.